Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, there were reboots observed in the black box download. The battery compartment was found to be cracked. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. There was a power loss and a reboot duplicated. A test cap was able to secure to the pump. Unrelated to the original complaint, there was corrosion observed in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board.